Manufacturer narrative:
H6: component code added.

Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated.

Manufacturer narrative:
Please note: the second gore® tag® device referenced in this event has been reported separately in medwatch report # 2017233-2021-02387. Results pending completion of manufacturing evaluation. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® thoracic endoprosthesis instructions for use states ¿consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy, and the patient¿s personal choices. Patients should be counseled as to the possibility of subsequent reinterventions including catheter based and open surgical conversion.¿

Event description:
On (B)(6) 2008, the patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. On (B)(6) 2021, a reintervention was performed. Two gore® tag® conformable thoracic stent grafts with active control system were implanted to extend the existing stent graft system both proximally and distally. The patient tolerated the procedure. Additional event information, including the reason for the reintervention procedure, was requested by gore but was not provided.